Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 33-year-old-male patient, the device displayed a "defib charging" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed the device experienced a defib charge timeout on three consecutive charge attempts. This message indicates the device could not charge to the target energy in the 25 second time limit. If the time limit is reached, the device will internally dump the charge by design. During the event, communication to the battery could not be properly established and a battery communication failure was reported. A battery comm failure would prevent the device from reporting a low battery message if the battery had in fact been low. The battery used during the time of the event was not returned for evaluation. No trend is associated with reports of this type